Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on initial report as july 06, 2020 but should have been august 13, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - end caps: rafn/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient was implanted with an expert retrograde/antegrade femoral nail to treat a femoral shaft fracture. Approximately 175 days after implantation, it was confirmed that there was a bone union. There was no post-operative complication presented. Patient had reoperation for wound closure and I&d (incision and drainage) fasciotomy. Procedure outcome and patient status are unknown. This complaint involves an unknown number of devices. This report is for (1) unk - end caps: rafn. This is report 3 of 3 for (B)(4)